Event description:
It was reported that the procedure was rescheduled. The target lesion was located in the femoral vein and popliteal vein thrombosis of the right lower extremity. An angiojet solent omni was used in a thrombectomy procedure. Prior to the procedure, it was noted that the system stopped when priming for 12 seconds. The pump was opened and found there was liquid flowing. The procedure was aborted. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the solent omni thrombectomy. The pump number for the returned device is (B)(6) the pump number was reviewed and is from finished goods batch 28528267, 28499556, or 28488076. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range (9.47 kpsi), without any leaks from the device or any errors/alarms from the console.

Event description:
It was reported that the procedure was rescheduled. The target lesion was located in the femoral vein and popliteal vein thrombosis of the right lower extermity. An angiojet solent omni was used in a thrombectomy procedure. Prior to the procedure, it was noted that the system stopped when priming for 12 seconds. The pump was opened and found there was liquid flowing. The procedure was aborted. There were no patient complications reported and patient's status was stable.